Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from taiwan that the crani-a attachment device had become unusually warm. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During pretest, it was determined that the neuro tip and crane handle on the attachment device were damaged. It was further determined that the bearings were missing balls and fell apart and the cage did not exist. Therefore, the reported condition was confirmed. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as mar 26, 2018 on the initial report. Please note that this has been updated as mar 30, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device became unusually warm was not confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation it was found that the device failed cutter insertion test due to worn out bearings and the neuro-tip leg had been drilled into. An assessment was performed which found that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment, not allowing the cutter to pass through. The assignable root cause of this condition was determined to be due to normal wear, the failure was caused by worn out bearings. It was further determined that the condition of the drilled neuro-tip leg was due to excessive lateral force being placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.